Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. After completing step two, sliding the shuttle down to advance the sealant and returning the shuttle to the black handle, the advancer tube was not present. There was no reported patient injury. The device was stored per labeling and opened in sterile field. Other procedural details were requested but were not provided. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2522703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural/handling factors are possible, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. After completing step two, sliding the shuttle down to advance the sealant and returning the shuttle to the black handle, the advancer tube was not present. There was no reported patient injury. The device was stored per labeling and opened in sterile field. Other procedural details were requested but were not provided. The device will not be returned because it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2522703 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.